Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign materials in the channel tube and between the probe cover and the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was due to leakage, reprocessing could not be conducted properly, and the foreign objects could not be removed. Leak occurred from the up/down angulation control knob and scope-body. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-hq1100dl/I reprocess manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.